Event description:
No additional information received. Material #: 302832; batch#: 4030300. It was reported by customer that syringe has gel-like substance inside the sterile tube. Verbatim: rcc received a complaint via email. Email(s) attached. Syringe has gel-like substance inside the sterile tube. Catalog #: 302832; lot #: 4030300.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation: it was reported there was a gel-like substance inside the sterile tube. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed, and the silicone is visible inside the syringe barrel. No other defects or imperfections were observed. This defect could occur if there was a jam when the silicone was being applied to the syringe barrel inducing an extra amount of silicone into the syringe. A device history record review was completed for provided material number 302832, lot 4030300. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the syringe barrel silicone application process was performed. The alignment of the rails and barrel feed were correct. The flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Material #: 302832 batch#: 4030300 it was reported by customer that syringe has gel-like substance inside the sterile tube. Verbatim: rcc received a complaint via email. Email(s) attached. Syringe has gel-like substance inside the sterile tube. Catalog #: 302832. Lot #: 4030300.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.